Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. Investigation of the needle mechanism did not find any damages or abnormalities that could cause a needle mechanism failure. The downloaded data shows the device completed first and second priming sequences before it was deactivated. No timeouts or drive stalls were observed in the device data. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. Additionally, investigation found an 0xaa alarm in the device data, indicating total number of ble resets after pod in filled state exceeded threshold. Further investigation of the device did not find any damages or defects that could contribute to the observed hazard alarm. Therefore, a root cause could not be determined for the observed hazard alarm.